Event description:
The customer reported the system is not completely booting up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).